Manufacturer narrative:
Corrected information: medwatch # (B)(4). Actual complaint device not received for analysis. Previous analysis summary on initial report was for an unused device from the same lot number. Corrected analysis summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath hub was returned along with one fragment of broken tubing that continued to crack upon manipulation. Upon manipulation of the returned tubing, it began to crack further at the proximal end. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The device used in this procedure had exceeded its listed expiration date, as reported. The angio-seal device instructions for use (IFU) displays a symbol to illustrate a use before date. The angio-seal packaging label is printed with this symbol and the date designated as the use before date. The complaint description also stated the device was housed in a pyxis, which are lighted with ultra violet (uv) lights. The instructions for use (IFU) states that the device should not be stored under uv light. The cause of the device damage is consistent with material degradation from exposure to ultraviolet light.

Event description:
An 8f angio-seal vip device was selected for use. During deployment, the angio-seal sheath broke apart and a piece approximately 6cm long remained in the patient¿s right common femoral artery. Vascular surgery was called and a cut-down was performed to remove the piece. Hemostasis was achieved via surgical suture. Pre-deployment angiogram showed that the procedural sheath was in the right common femoral artery and appropriate for use of angio-seal. The device was stored in a pyxis unit and was used past its expiration date of 10/31/2014.